Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead was presented to the clinic due to pleuritic chest pain and the data also showed that the rv lead exhibited high threshold. The patient was then scheduled for rv lead revision due to possible micro perforation. Additional information received indicated that the perforation was not confirmed. Moreover, the rv lead was successfully repositioned. This lead remains in service. No additional adverse patient effects were reported.